Event description:
C-cc-badfl - balloon - deflation; it was reported that the balloon does not deflate passively. There were no patient complications reported.

Manufacturer narrative:
Customer report was not confirmed. The balloon inflated clear and concentric and it did not leak. The balloon was deflated in 2 sec. Without the syringe attached. The spec. Is 4sec. For deflation per. Eas556.

Manufacturer narrative:
The device has not been returned for evaluation.